Manufacturer narrative:
One pressurewire x, wireless guidewire was returned for analysis. The reported event of fractured guidewire was confirmed. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and exposed. The fractured ends had been flattened. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
When removing a balloon, the guidewire was split in half. The guide and sheath were removed and the procedure was completed with no adverse patient consequences.